Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that their meter does not power on. The patient mentioned that prior to testing on (B)(6) 2010 at 2:15pm, the patient felt thirsty. The patient then attempted to test his blood glucose and noticed that the meter would not power on. The patient did not seek any medical attention or contact their physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product. The meter did not power on by pressing the power button. The batteries did not need to be replaced and the issue was not resolved via troubleshooting. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since the patient's occurred prior to using the meter. The patient denied seeking any medical attention. The complaint is being reported since the reported issue was not resolved.

Manufacturer narrative:
510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.